Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Based on image provided, it isn't possible confirm condition reported in complaint. After visual inspection was performed to both sample unit, no marks or stains were observed on tube surface, neither on reflux connector or swivel connector that could affect product functionality. Samples passed successfully leakage test. No root cause can be determined as functional test or visual inspection test passed successfully. No corrective actions are required since failure mode or adverse condition reported wasn't confirmed. No problems or issues were identified during this device history record review.

Event description:
Information received a smiths medical fluid warming/level one (1) hotline disposables unable to connect administration set. Experiencing difficulties with inserting consumables into the machines, requiring more force than normal. No patient involvement.